Event description:
Provider states the knob that tightens the handle came off.

Manufacturer narrative:
(B)(4). Report # 1531186-2013-03342 indicting the brand name as a power chair, the common device name as 890.3860 and the product code as iti. The correct brand name is mechanical, walker, rollator, common device name is 890.3825.